Manufacturer narrative:
Correction: the patient contacted in the year 2011, not 2012 as indicated in the initial report.

Manufacturer narrative:
The meter was returned and passed testing. The allegeation was not confirmed.lifescan (lfs) has requested return of the subject teststrips also for evaluation. If the product is returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(6) on (B)(6) 2012 alleging an error 4 message on the patient's one touch verio meter. The patient denied exhibiting any symptoms due to the alleged issue and did not seek any medical attention. The test strips were not expired and was in good condition. The technique of applying blood on the test strip was correct. The alleged issue was not resolved over the phone.the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied seeking any medical attention or exhibiting any symptoms. The complaint is being reported since the alleged issue was not resolved over the phone.